Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose (bg) level of 290 mg/dl. A correction bolus was delivered to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management. The customer's current bg level was 130 mg/dl after correcting for the elevated bg level.